Event description:
It was reported that during a laparoscopic cholecystectomy the clip legs crossed over each other when the clip applier was fired. The surgeon claimed it had a "scissoring effect." The clips was tested outside the body and the clips still did not close properly. There was no pt consequence. The device was discarded.